Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The device was received and visual inspection of the device packaging revealed tears in the pouch on the stryker seal side of the package. It appears the pouch was opened on the stryker seal side rather than the chevron side. The results of the investigation substantiated the reported issue as the packaging pouch was torn and the device was exposed. This most likely resulted from efforts to open the package from the stryker seal end of the pouch rather than the chevron end. The chevron end of the pouch is intended for opening using aseptic technique. Stryker sustainability solutions' instructions for use states: "inspect packaging before opening. The contents of the package are sterile if the package has not been compromised. Do not use the instrument if the sterility has been compromised. If the package is damaged or if it was opened and the instrument was not used, return the instrument and package to stryker sustainability solutions." The lot control sheet for the complaint device indicates that the device passed all applicable inspections and tests prior to release. This report is being filed as a malfunction due to sterility issue. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that during a procedure the electrode "packaging would not allow us to open to sterile field." This event occurred during pre-op set up. The procedure was completed successfully without any procedure delay. There was no medical treatment or intervention and no adverse consequences associated with this event.